Event description:
It was reported that customer was hospitalized for high ketones. It was reported that customer did not receive insulin due to the stops insulin delivery caused by the auto off feature on insulin pump. Customer's blood glucose reading was 296 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).